Event description:
The reporter stated that she did back to back blood glucose testing, within minutes, using separate finger sticks. The results were 62 and 95 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of supplies. On follou-up, the lifescan representative reviewed qc procedures and discussed meter/lab and back to back testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8